Manufacturer narrative:
Reported event of loop failed to cut. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, it was very difficult to remove a gastrointestinal stromal tumor (gist) using the handle of the first sensation snare. It was reported that the gist was "very stony." Another sensation snare was used to successfully remove the gist and complete the procedure. It was reported that the patient had an "inflammatory reaction." However, no patient injury was reported, and no treatment was described. Based on the available information, this does not appear to be an adverse event that required any intervention.